Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 10/26/2024. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred 7 days after sensor insertion into the abdomen. On 11/02/2024, the patient¿s daughter noticed the patient was mumbling in his sleep, so she woke him up. The patient¿s cgm was reading 76 mg/dl, and the bg meter was reading 56 mg/dl. The patient was unable to speak and was confused. The patient treated himself by drinking glucose juice. The patient did not seek assistance from a higher level of care. He recovered at home and was fine at the time of the report. The reported glucose values fall within the a zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.